Manufacturer narrative:
The actual sample is not available, companion samples were sent for mfg eval. The reported complaint is not confirmed as the returned samples were not the actual sample that experienced the reported internal leak during treatment. A definitive conclusion could not be reached regarding the reported failure. Testing performed on the returned companion samples did not note any internal leaks. The companion samples were returned in one (B)(4) case. The case was returned with the (B)(4) tape seal broken; a clear layer of non-(B)(4) tape was layered above the (B)(4) tape. The samples were returned sealed within their individual prepackaging pouches. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 150cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample has been discarded by the user facility and is not available for evaluation.